Manufacturer narrative:
Failure analysis noted that the insulin pump had no button response due to moisture damage on the electronic assembly. There was moisture damage on the motor assembly. The pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had moisture damage. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that she jumped into the pool with the pump on and was not able to see the screen clearly. She stated that the down arrow button was not working properly and verified that all buttons were not functioning correctly. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump was returned for analysis.